Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device discarded by the hospital.

Event description:
The patient underwent a thrombectomy procedure in the m1 segment using a penumbra system 5max ace reperfusion catheter. During removal from the packaging, it was noted that the tip of the catheter was bent. The physician used another device to complete the procedure. There was no adverse effect on the patient.